Event description:
Home health patient applied 4x4 island dressing and later reported to a dialysis nurse that the dressing was too sticky and pulled the skin off upon attempt to remove it. After application of antibiotic cream, the patient is healing properly.